Manufacturer narrative:
Skin and surgical wound degradation are known complications associated with the use of active transcutaneous hearing implant. Based on the available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Device explanted.

Event description:
The patient had an infection, unrelated to the device, resulting in the implant being exposed near the coil. The surgeon is electing to re-implant in a few months when the wound heals.

Manufacturer narrative:
Skin and surgical wound degradation are known complications associated with the use of active transcutaneous hearing implant. Based on the avilable information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.